Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jun-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-may-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an infection of mrsa occurred, necessitating antibiotics and resulting in the complete explant of three devices, including two leads (lead 977a260 5mm compact 1x8 MRI) and the implantable neurostimulator 97715 intellis adaptivestim pain. The I nfection led to a delay in re-implantation, as the original pain doctor refused to perform the procedure. The patient was required to take antibiotics and wait several months before re-implantation. Eventually, the patient was reimplanted on (B)(6) 2024. The infection was reported to be resolved as of (B)(6) 2024. It was noted the devices were discarded by the customer; there was not a manufacturer representative (rep) at the explant. The rep confirmed the pt was doing well with the new implant.